Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the oxygenator was not heating up fast enough. The device was inspected and repaired in the field and was found to meet specifications. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.